Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred. The sheath was upsized to 18f for the aaa procedure. Two additional proglide devices were used to achieve hemostasis. It was reported that arteriotomy closure of the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was difficulty parking the foot. A second proglide device was used with the same results. Another proglide device was used. The sheath was upsized to 21f for the aaa procedure. The sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.